Event description:
A malfunction alarm was reported, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction recurred, which was acknowledged and understood by the caller.